Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) from bipolar to unipolar. The rv lead intrinsic amplitude is also out-of-range and recent recorded events show noise resulting in pacing inhibition. The rv lead impedance and threshold had been stable until this elevated measurement. The physician's observation suggested a lead fracture, however no additional information provided for patient intervention. The presenting electrogram (egm) appears to show appropriate pacing and the threshold returned to normal in the unipolar configuration. At this time, the rv lead remains in service. No adverse patient effects were reported.